Event description:
A caregiver reported, that due to an unspecified issue. The customer's adc freestyle libre 2 reader "did not work with sensors". And only the phone works. Customer was therefore, unable to test. And experienced a loss of consciousness, requiring treatment with glucose drink provided by a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6), has been returned and investigated with retained test strips. Visual inspection has been performed, on the returned reader and no issues were observed. The reader was powered on with a button, strip, and universal serial bus (usb) cable insertion. Activated a known good sensor with the reader. Observed communication was successful, and no issued were observed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that due to an unspecified issue, the customer's adc freestyle libre 2 reader "did not work with sensors" and only the phone works. Customer was therefore unable to test and experienced a loss of consciousness requiring treatment with glucose drink provided by a third party. There was no report of death or permanent impairment associated with this event.